Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was pacing below the programmed lower rate on the implantable pulse generator (ipg). It was further reported there was suspected t wave over sensing on the right ventricular (rv) lead. The ventricular sensitivity was lowered. The device and lead remain in use. No patient complications have been reported as a result of this event.